Manufacturer narrative:
Biolife's customer care (B)(4) called back (B)(6) back on (B)(6) 2014. She explained the product was made of (B)(4). She also told her that none of the ingredients are biologically derived. (B)(4) asked if they still had any remaining product that they could send to use from what was opened and she said no. In fact, this event occurred on (B)(6) 2014 and they had to wait until the first aid cabinet was restocked to figure out what he used; thus the delay in calling us. (B)(4) asked (B)(6) what other treatment or testing her husband was having and she said an eeg, blood sugar test and tilt table test had been ordered. He has passed an echo-cardiogram and a stress test. They will not know the results of other test until (B)(6) 2014. On (B)(4) 2014 (B)(4) called (B)(6) to see if they had the results of her husband's tests. She said the sugar tat caused the fainting. Her husband missed his eeg appointment and it needs to be reschedule so epilepsy cannot be rules out. (B)(6) shared that the doctor stated that he thinks "it is a case of syncope (fainting) caused by seeing blood". Biolife has never been made aware of any reaction to the product resembling this incident. A full investigation was completed biolife, including a medical opinion from biolife's chief medical advisor, (B)(4) and biolife management classified the event as unrelated to the product.

Event description:
Biolife received a call on (B)(6) 2014 from a consumer. Consumer's husband cut his hand at work. She described the cut as, "not that deep, just a skin tear". He got woundseal from the first aid cabinet, applied it to the wound and held pressure for only a few seconds. It did not stop bleeding so he washed the powder off with water and reapplied woundseal. This time, he held a little longer and the bleeding stopped and he wrapped the wound. As he finished, "he began to hear a buzzing in his ears and his muscle seized". He lost consciousness for a few seconds and as he fell, his head hit the wall and made a hole in it. He regained consciousness in a matter of seconds, 911 was called and he was transported by ambulance to a hospital's emergency room. He was seen by a doctor who assumed he had a seizure and gave him keppra, an anti-epileptic drug. He had no prior history of seizures. No tests were administered at the emergency room and he was told to see a neurologist. The neurologist suggested to the family to call biolife because he said the seizure could be caused by "his heart, shock from seeing blood, diabetes or it could be an allergy to something int he product he used (woundseal)".